Event description:
It was reported that approximately two months and nine days post a port placement, the flow was allegedly not smooth upon flushing. It was further reported that the base of the port and catheter were allegedly broken. Reportedly, the patient allegedly experienced swelling but there is no additional intervention performed or additional medication prescribed to treat swelling. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. D4 (expiry date: 07/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that two months and nine days post a port placement, the flow was allegedly not smooth upon flushing. It was further reported that the base of the port and the catheter were allegedly found to be broken. Furthermore, the patient allegedly experienced skin swelling. However, there is no additional intervention performed or additional medication prescribed to treat skin swelling. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. Two electronic photos were provided for review. The photo shows a hickman port and a broken catheter segment. Therefore, the investigation is confirmed for the reported fracture and material separation issue. However, the investigation is inconclusive for the reported difficult to flush issue as the exact circumstances at the time of the reported event was unknown. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 07/2025), g3, h6 (device, method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.